Manufacturer narrative:
(B)(4).

Event description:
The surgeon considers toxic anterior segment syndrome (tass) to be the current diagnosis. Additional information was received that the patient was given subconjunctival injection and IV drip. The physician also reported that the patient did not have any obvious intraocular pressure increase or hypopyon as previously reported.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. Zip code is not indicated at this time. (B)(4).

Event description:
A healthcare worker reported that three hours following an intraocular lens (iol) implant procedure, a patient experienced aqueous humor turbidity and a small amount of floc in the vitreous. White exudation was discovered on the iol. Hypopyon and elevated intraocular pressure (iop) were also reported. The patient was prescribed anti-infection and anti-inflammation treatment. Following treatment, most of the exudation was absorbed and the aqueous humor was clear. The lens remains implanted.